Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert. The blood glucose was 143 mg/dl at the time of the incident. Customer stated that, getting ready to change the pump and got error message of prime rewind. The drive support cap is flush. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.